Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a restart alert 38 associated with consecutive stalled motor events after the user changed supplies, and the user was advised to remove the cartridge, replace all supplies, and restart, after which a replacement device was initiated due to the unresolved alarm and a separate screen issue from a fall. Symptoms included device alarms. Outcomes included interruption of insulin delivery and the need for device replacement and return of the original unit. Investigation included troubleshooting guidance, verification of shipping information and return logistics, and counseling on shutting down the device and syncing data. Investigation of this device revealed a suspected motor stall malfunction consistent with a restart alarm and a damaged user interface from physical impact. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.